Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Battery trend data was reviewed and analyzed. Analysis of device image noted high current during implant period, consistent with increased duty cycle of the internal circuitry caused by the firmware.

Event description:
It was reported that the patient presented to the hospital with a pacemaker that had an elective replacement indicator considered to be premature battery depletion. The pacemaker was explanted and replaced. The patient status was stable.